Event description:
The stat function does not perform reliably. Therefore this function needs to be constantly observed to avoid long delays in receiving medication orders that are needed stat. If these medications are delayed they can cause serious consequences for the pt.